Event description:
International affiliate reports the tip of the pedicle probe broke off of the device during the procedure. Reports the patient's bone was very hard. The customer could not find the broken tip does not know where it ended up. X-rays were taken at the time but the tip did not show up on the x-rays. As it cannot be determined whether the broken tip is in the patient, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made. However, tip breakage and the twisting of the remaining distal portion of the probe is indicative of the application of a typical force upon the instrument during usage. The damage is likely due to forceful contact with the patient's reportedly very hard bone. At this time, the complaint is considered to be closed.